Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and mesh was implanted. Following the procedure, the patient underwent re-operation for a different procedure. The physician opined that fascia side of mesh had zero incorporation. There were no adverse patient consequences reported. Additional information has been requested.